Event description:
A surgeon reported that following intraocular lens (iol) implant surgery a pt experienced decreased visual acuity and a "ssng" phenomenon was observed. Add'l info was received from the surgeon, who reported the "ssng" phenomenon was "iol surface light scattering." He stated this phenomenon was not related to visual function. The surgeon reported the pt's decreased visual acuity was due to some postoperative corneal edema. The iol was exchanged and the decreased visual acuity has resolved.

Manufacturer narrative:
Eval summary: product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. (B)(4).